Manufacturer narrative:
Weight & ethnicity: customer reported that they do no collect this data. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6)2023 and presented on (B)(6)2023 with stage 3 diffuse lamellar keratitis (dlk) post treatment in both eyes. The topical steroid dosage was increased and an oral steroid was prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported waking up at 3am with swollen lids and yellow discharge in the right eye. Patient reported vision looked like vaseline was smeared across her right eye. Patient reported symptoms are not interfering with daily activities. At a later date customer reported that the dlk had resolved and no secondary surgical intervention was required.